Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of low blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 38 mg/dl. The customer treated with glucose tablets. The customer stated that the location of the air bubbles is in the reservoir. The customer approximate size of the air bubbles are carbonation bubbles. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer stated that the pump was not rewound with a reservoir in place. The customer was advised to change the infusion set. The customer was advised to call for further assistance.